Event description:
During the pt's colonoscopy on (B)(6) 2016, the scope was advanced with ease through the sigmoid with marked diverticulitis and marked pt distress to the proximal ascending colon. At that juncture, a wire snapped leaving the instrument largely inoperable. The scope was withdrawn and the view was very poor because of the inability to steer the instrument. The quality of the preparation was good. The pt's tolerance of the procedure was poor. Another instrument was inserted but only to the proximal sigmoid because of pt distress. Post procedure, the gastroenterologist planned to f/u with the pt in his office to consider options including repeat attempt at procedure with propofol anesthesia. The scope was returned to the MFR for repair on 09/22/2016.